Event description:
The pt reported that when attempting to fill his plastic insulin cartridge, the plunger is sticking out of the bottom of the cartridge. He reported that the bottom plastic portion of the plunger assembly must be drawn past the bottom edge of the cartridge in order to obtain the proper starting amount (3.15 units) of insulin in the cartridge. The pt reported that 10-25 units of insulin "squirts" out when the cap is tightened to lock the unit. He reported that this results in improper readings of insulin remaining in the infusion device and therefore could risk running out of insulin without any advance warning. No psychological effects associated with this event. The product was requested to be returned for evaluation.